Manufacturer narrative:
Product analysis of part # (B)(4); lot# 21a0434 after visual and optical examination, it appears that one of the teeth at the tip of the instrument has sheared/broken off. The fracture appears to be the result of overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via manufacturer representative regarding an event happened during prior to use of the reported product. It was reported that, the problem was noticed pre op that one of the teeth is broken off. There was no patient involved during this event. There were no further complications reported regarding the event.